Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which noted that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded capacitor, causing the reported field observation.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to have exhibited premature battery depletion. All parameters appeared to be within range but after three months of implant the device longevity had dropped to 1.5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.